Event description:
It was reported that patient received the vibratory notifier for premature battery depletion. Device was explanted and replaced. Patient condition was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported premature battery depletion was confirmed in the laboratory. The device was tested on the bench and high current drain was observed. Further analysis indicated an anomalous component on the hybrid as the root cause of the reported premature battery depletion.